Event description:
Physician using laser in usual manner with the wet towel secured to patient's leg and an adequate amount of slack on the fiber between the scope and the patient's leg. The portion of the laser between the towel and the scope broke while activated and came in contact with the scrub technician's hand. The laser fiber broke into two pieces and was removed from the field.